Event description:
The patient reported impaired wound healing as the wound burst open. An explant procedure was performed on (B)(6) 2024. The patient is doing well and no further issues have been reported.

Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, migration and puncturing bone or tissue inadvertently during the procedure have been ruled out as potential causes. Additionally, the patient did not touch their wound. However, the incision site was not irrigated with antibiotic solution before closure and the patient has crps. Per freedom pns neurostimulator instructions for use (05-30200 rev. 6), "peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has crps (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.